Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
Caller states that he had a realize band placed in 2008. He states that his band has slipped detected by endoscopy and that the surgeon wants to remove it and do a gastric bypass. The patient does not want to have the band removed; he states that he wants the band repositioned. He is very happy with his band. The patient was experiencing pain in his stomach. He states that the fluid has been removed and that he is having no issues at this time.